Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the screw head of the 2.7mm va locking screw was spinning freely. While inserting the 2.7mm va locking screw into the va olecranon plate, the screw head was unable to lock with a torque limiter and was free spinning. The screw could not be unscrewed out and it was eventually pulled out with forceps under the screw head. Reportedly the patient was not impacted. There was no significant delay to the surgery. Another implant was available for use but was not required. It was reported the event did not require additional medical treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The microscopic investigation shows that the threads on the head as well as on the shaft are damaged. The thread on the screw shaft is flattened starting from the run in up to the screw head. Obviously the screw came in contact with another metallic part. The threaded head is damaged and worn; the flanks of the thread are completely flattened and damaged. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. It is possible that the screw got damaged during a mechanical overloading situation during op.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.